Event description:
Novorapid doser stopped working, blood sugar started rising [device malfunction] ([blood glucose increased]). Case description: this spontaneous case reported by a consumer, received from canada reported as "novorapid doser stopped working" and "blood sugar started rising", concerns a male patient treated with induo (insulin delivery device) and novorapid cartridge 3ml (insulin aspart) due to insulin-dependent diabetes mellitus. The patient started using the products in 2006 - and stopped in 2007. Furthermore, the patient used concomitant medicine; novolin nph (insulatard) before bed. The patient was not known with other diseases then insulin-independent diabetes mellitus, but states that he was having a "head cold" with symptoms of "congestion" and "losing [his] voice" four days earlier. It has been reported that no insulin was delivered when the patient injected himself, using an induo and novorapid. According to the patient, the doser displayed the usual dose of 5-8 units. Furthermore, the patient stated that he primed the needle when first inserting the cartridge, but did not prime it before each injection. He was depressing the plunger until he heard the click, and holding it there for the full six seconds. He is sure that the slider for loading the insulin was entirely closed. He was reusing an old insulin needle, and did not think to try a new one; he usually uses insulin needles for 10-12 injections before replacing. He has been using the induo this way for a long time, and this was the first time he had experienced problems. The patient was trained in the use of induo meter and doser in 2006. As the patient did not receive insulin, his blood sugar started rising and he went to the emergency room in 2007 at approximately 08:00 pm and was discharged on the next day in the morning (no exact time). The hospital tested his blood sugar on their meter and got a result of 38mmol/l. The patient tested the blood sugar on his own meter and got 28mmol/l. At the hospital, the patient was treated with various intravenous fluids, including both glucose and insulin. The patient believes the suspected device began to malfunction in terms of given incorrect doses as of three days earlier. The patient declined to reveal his sliding scale regimen. The patient noted that he was "not certain" of his sliding scale and remarked that he needed to "go back for a refresher" on the use of his sliding scales. The overall outcome of the events was recovered. The patient tested the doser once he realised that he was not getting his insulin, and discovered that the piston was retracting too far (but not all the way to the beginning) after using the plunger. Reporter's causality: unknown. Novo nordisk's causality: reportable. The patient reported that he was in the process of returning the product for analysis. Comment: reporter's alternative aetiology: the patient declined consent to obtain medical confirmation of this report of the event.